Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a skin cancer excision procedure on the hand on an unknown date and suture was used. The patient developed a staph infection at the suture site. The patient was started on antibiotics.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Device evaluation: representative samples were returned for evaluation. The packet was opened and during the visual inspection the needles/suture combination was correctly placed on the winding former. The suture was dispensed without problems and examined along of the strand and no defects or damaged were observed. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.